Event description:
It was reported that this pacemaker system had exhibited an increase in pacing threshold measurements since implant, from less than 1.0v at 0.4ms to over 2.1v@0.4ms on both the right atrial (ra) and right ventricular (rv) leads. It was also noted that unipolar pacing at high outputs did not capture, while bipolar pacing did capture. Outputs were programmed to 4v in both chambers, and x-rays with device data were submitted to technical services for review. Technical services questioned the position of the ra and rv leads and requested a lateral x-ray to show the tips of the leads. Echocardiography was recommended to help determine the position of the lead tips. The local sales representative reported that no noise could be produced on a surface ECG or on the device electrograms during patient maneuvers and device manipulation. At this time, the physician planned to bring the patient back during the next outpatient clinic and perform the echocardiogram. No adverse patient effects were reported. The device and leads remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.